Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was tested on (B)(6) 2015. According to the complainant, upon opening the packaging, it was noted that the exit marker moved with ease. There was no patient or procedure involved.

Manufacturer narrative:
Visual examination was performed and found that the wing-tool had been removed and the balloon was still wing-folded. The exit marker had moved from its normal location to a position over the balloon and was able to slide up and down the balloon. A functional analysis was not performed. The product passed all design and manufacturing specifications, but during the unpacking of the device, the exit marker may have become detached. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was tested on (B)(6) 2015. According to the complainant, upon opening the packaging, it was noted that the exit marker moved with ease. There was no patient or procedure involved.